Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Medwatch section c for the affected product is attached. Correction to d3 (country type and country), h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3 other text : device is not available.

Event description:
Consumer reported, he is having a difficult time attaching pen needles to his insulin pen. Stated, the non patient end just keeps ":turning and turning". Consumer stated, he is not returning samples and he is not providing information from the box. Stated, he is using 2nd gen pen needles. Consumer screamed, "just fix the problem" and disconnected call. Lot: unknown catalog: 2nd gen per consumer date of event: unknown samples: no cl.